Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).

Event description:
A technician reported pt underwent enhancement earlier than expected at photorefractive keratectomy (prk) post-operative visit. Pt complained of 'vision not good, wearing glasses all the time." This report references the right eye. An add'l report will be filed for the left eye. Add'l info has been requested.